Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor failure -1001 " error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that internal inspection found evidence of the screws being stuck to the compressor but the hardware had been removed. Based on the problem description and device history, the investigation for this claim has been compromised due to evidence that the user attempting repair. Parts that were damaged due to the hardware stuck to the compressor will be replaced upon repair approval. No emerging trend based on similar reports.